Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The stylet was not included in the return. The device was returned with the needle detached from the device. The needle was broken in three different locations. The first location of the needle that was broken from the device was measured at 138.6 cm from the distal end of the device. The length of the needle had multiple areas that the needle was severely bent. The second section of the needle that was broken was contained inside of the sheath and was 8 cm in length. On the proximal end of the second section of the needle, the needle appeared to be smashed through a visual inspection. The third section of the needle was still attached to the handle of the device. The third section was bent and mangled. The needle had evidence of a fatigue fracture. The sheath of the device was stretched and pulled in several areas. A functional test was performed on the handle of the device. The handle was manipulated, but due to the condition of the needle and sheath that remain attached to the distal end of the handle, the handle did not manipulate smoothly. The bevel of the needle was intact and appeared to be in good condition. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use state: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." It is possible that if the needle is against or inside of a hard mass while the user applies force and manipulates the directional controls of the endoscope, this could contribute to severe bending of the needle near the distal end. The instructions for use states: "attach device to accessory channel port by rotating device handle until fittings are connected." The instructions for use also cautions the user that, "during needle adjustment or extension, ensure device has been attached to accessory channel." Attaching the needle to the endoscope will also aid in preserving the device integrity and function. A kink in the needle and outer sheath can prevent movement of the needle and/or stylet. The stylet provides additional stiffness during advancement of the needle into the lesion. If needle is removed from the scope to collect a sample the stylet must be reinserted prior to advancing the needle through the scope. The instructions for use give step by step instructions for adjusting the length of the extended needle. The length of the extended needle may be adjusted 0 to 8 cm. The instructions for use state: "with ultrasound endoscope and device straight, adjust needle to desired length by loosening thumbscrew on safety ring, and advancing it until desired reference mark for needle advancement appears in the window of safety ring. Tighten thumbscrew to lock safety ring in place." The report information indicates that during the second and third pass the stylet was not reinserted. The instructions for use states: "for additional cell collection from same lesion, gently reinsert stylet into metal fitting on handle. Note: prior to reinserting stylet, wipe with saline or sterile water. While supporting sheath at luer lock fitting, advance stylet in small increments until stylet hub is engaged in fitting." Prior to distribution, all echotip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a fine needle aspiration (fna) endoultrasound procedure on an (B)(6) year old female patient, the physician used a cook echotip ultra endoscopic ultrasound needle. The first (1st) pass [was completed], the stylet was removed, the fna was removed and the specimen was collected. The second (2nd) pass was without the stylet and the specimen was collected and a diagnosis was made. The third (3rd) pass was made without the stylet. The nurse noted a kink at the luer lock and straightened [the kink]. The needle was advanced into the lesion with difficulty and retracted several times. The physician noted the needle was not retracting while visualology [but visibly], the needle was in the body of the pancreas lesion. The physician removed the endoscopic ultrasound (eus) needle sheath but the needle was not in the sheath. It [the needle] broke off at the endoscope bioposy port when no needle portion was exposed. The physician then grabbed the needle with elevator of the endoscope tightly and removed the entire endoscope with needle extended out of the endoscope out of the patient. The needle was intact so no piece was left inside of the patient. There was no harm to the patient and the procedure was complete.